Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button did not responding. Customer stated that the insulin pump had battery failed alarm, observe time clock for one minute and time was advances. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.